Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a cerebrovascular procedure using a 7f sheath. Reportedly, the suture was noted to be frayed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. An additional prostyle suture was returned which found that the pre-tied knot was unraveled, the suture rail-end appeared to have been cut, and the cut portion was not returned. A device in this condition would not have been able to achieve hemostasis. No additional information was provided by the account.

Manufacturer narrative:
The prostyle referenced in is filed under a separate medwatch report number. This report captures the additional returned suture. Analysis was performed on the returned suture. The pre-tied knot was unraveled, the suture rail-end appeared to have been cut, the cut portion was not returned. The unspecified failure mode could not be verified because only the suture was returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. A conclusive cause could not be determined as a specific failure mode was not provided and only the suture was returned for analysis. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.